Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. Programming changes were made which resolved the oversensing issue. The patient was stable and will continue to be monitored.